Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that the cause of the sudden leaking incident was possibly due to stimulation was set too low. Patient increased the stimulation and tweaked their diet. The leaking happens occasionally maybe once a week and sudden incident happens. Furthermore, patient weighed (B)(6). At the time of the event. No further complications were reported as a result of this event.

Event description:
Patient had experienced a change of therapy for implantable neurostimulator. Patient was implanted on (B)(6) 2017 for bowel control. Patient had an accident on tuesday and one accident on wednesday. Patient increased from 2.1 v to 2. 2 v in p4 on the call. Patient will continue increase and monitor symptoms and also reviewed the option of changing programs if increasing the voltage did not imp rove the symptoms. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.